Manufacturer narrative:
The complaint unit was received from the field for eval. Refer to eval # (B)(4) - unit was sent in without a cap, saline deposits on case body/ irrigation tube interface, and a severely rusted tip. Handpiece primed and cut successfully. Unit was disassembled to verify internal components. No damage or defect noted. Could not duplicate malfunction. The DHR for microtip lot # 19713-04 was reviewed and showed that the unit met MFR specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot #19713-04. A review of console history was not performed because the console serial number was unavailable. The sales rep has not responded to any follow-ups requesting additional info on the complaint. Insufficient info for a complete investigation. The complaints database was reviewed during the months of (B)(4) 2013 and showed that this was the only complaint reported during that time period. No significant trend was observed.

Event description:
After priming and before surgery the error reading check handpiece came on and after plugging and unplugging the connection an error continued.